Event description:
It was reported that the system with this implantable pacemaker exhibited oversensing of right atrial (ra) signals on the right ventricular (rv) channel. Technical services (ts) reviewed the data and noted that there was no rv blank after atrial sense and suggested device reprogramming options. This device was subsequently explanted and replaced with another device. No additional adverse patient effects were reported.